Event description:
It was reported that display on demo pump did not turn on when pump was checked after return. There was no reported impact to the customer¿s blood glucose level. Pump was confirmed to be under warranty and was scheduled for replacement by technical support.